Event description:
The physician closed an arteriotomy of the external iliac artery located in the left groin with the closer tsl 6 french device. Six days later (2/29/2000), the pt returned with pain and claudication. Exploratory angiogram from the right site revealed stenosis of the puncture site on the left. The left iliac artery was revealed to be tortuous. Additionally, the puncture site was through a branch of the iliac artery. When closing the arteriotomy, the branch was shut off. Tortuosity of the vessel contributed to the stenosis. The pt was taken to surgery. The vascular surgeon cut the suture and performed a vein graft to bypass the arterial branch. The pt recovered without incident. The device will not be returned for eval.